Event description:
Rptr stated something interferred with irrigation but aspiration kept going when removing viscoelastic after iol insertion. Chamber collapsed but no intervention required; no permanent injury.